Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The "diamondback 360 coronary orbital atherectomy system" instructions for use manual states that vessel perforation is a possible adverse event which may occur and/or require intervention with use of the therapy. Csi ID# (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), a perforation occurred. The target, type b lesion was located in the proximal left anterior descending coronary artery (lad) and was 90% stenosed. The lad was 3.5-5.0 mm and was moderately tortuous. One 25 second treatment with the oad was performed. Imaging was performed, and the vessel appeared intact with good flow. A second 25 second treatment was performed, and the patient's blood pressure decreased immediately post-treatment. A perforation was clearly visible on imaging. A 2.5x12mm balloon was placed and inflated to resolve the perforation. The patient's blood pressure continued to decrease, and EKG changes were observed. A code was called. Pericardiocentesis was attempted, and a covered stent was placed in an additional attempt to resolve the perforation. The patient expired.